Event description:
It was reported the patient is not receiving effective therapy due to high impedances. It was determined the lead was broken. As a result, the patient underwent surgical intervention on (B)(6) 2022 wherein the lead was replaced. Patient now has effective therapy.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.